Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation could not be performed.

Event description:
It was reported that the surgeon has been having issues with the vessel sealer extend (vse) instrument not giving the desired effect with the e100 generator. No other details were provided. During follow up with the surgeon, it was stated that on multiple cases over the last couple of months, it was noted the vse did not seem to be sealing the vessels as well as it had in the past. The lumen of the uterine artery and surrounding vessels was still open after being cut. Although most of the time it was not bleeding, the surgeon would still reseal the open end. The surgeon's technique is to seal once on the patient-side and then seal again and cut on the specimen-side.